Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the guide wire tip was lodged in a small septal artery. Upon completion of the procedure, resistance was met while removing the guide wire. The guide wire was forcefully removed, and upon inspection it was noted that the tip had fractured. No pt injury was reported.